Event description:
The user developed a fistula after an infection on the implant site and mastoid foramen. The audio processor has not been used since the fistula developed. Prior to this event the user's hearing with the device was good. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely the user developed an fistula after an infection on the implant site. At explantation the skin was found perforated. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, a device contribution due to later contamination of the device and the development of skin perforation cannot be ruled out. The user was not re-implanted at this time. This is a final report.

Event description:
The user developed a fistula after an infection on the implant site and mastoid foramen. The device has been explanted. According to the explant report a perforation of the skin was found.